Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain on (B)(6)2014, irritability on (B)(6)2014, pituitary adenoma in 2010, post coital bleeding, multigravida ((four previous normal vaginal deliveries)), spontaneous abortion and hypertension. (B)(6)2018) a single frontal radiograph of the abdomen and pelvis: demonstrates essure devices in the right and left mid pelvis.the uterus is of normal configuration and the endometrial cavity accounts mildly distended with the contrast solution. There is complete occlusion of the right and left fallopian tubes by the essure devices. Concurrent conditions included nausea, vomiting, incontinent of faeces, flatus, diarrhea, kidney stones, urinary straining, dialysis, neck stiffness, neck mass, visual disturbance, genital bleeding, pharyngeal disorder, multiparous, musculoskeletal disorder, neurological disorder nos, head injury, hysterosalpingography (successful complete occlusion of the right and left fallopian tubes is demonstrated by this examination.), tiredness, cyst removal, menses irregular, condyloma, bowel dysfunction, uterine leiomyoma, nabothian cyst, skin inflammation, adenomyosis, perineal pain, cramp in lower abdomen, appendicitis, sexually transmitted disease and human papilloma virus infection. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), enoxaparin, formaldehyde solution (formalin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ketorolac, medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), nsaids since (B)(6)2014 and paracetamol (acetaminophen) since (B)(6)2014. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: anxiety,mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury") and abdominal pain lower ("cramping"). The patient was treated with topiramate (topamax) and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction and genital haemorrhage had resolved, the depression, anxiety, dyspareunia and psychological trauma outcome was unknown and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: both side 3 trailing coils. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2018: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6)-2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain , abdominal pain, dyspareunia. Lot number: b82473 manufacture date: 2013-10 expiration date: 2016-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received- event cramping were added. Outcome of vaginal haemorrhage, menorrhagia, female sexual dysfunction updated to recovered / resolved. New reporter, medical history, treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain on (B)(6) 2014, irritability on (B)(6) 2014, pituitary adenoma in 2010, post coital bleeding, vaginal delivery ((four previous normal vaginal deliveries)), spontaneous abortion and hypertension. On ((B)(6) 2018) a single frontal radiograph of the abdomen and pelvis: demonstrates essure devices in the right and left mid pelvis. The uterus is of normal configuration and the endometrial cavity accounts mildly distended with the contrast solution. There is complete occlusion of the right and left fallopian tubes by the essure devices. Concurrent conditions included nausea, vomiting, incontinent of faeces, flatus, diarrhea, kidney disorder, urinary straining, dialysis, neck stiffness, neck mass, visual disturbance, genital bleeding, pharyngeal disorder, multiparous, musculoskeletal disorder, neurological disorder nos, head injury, hysterosalpingography (successful complete occlusion of the right and left fallopian tubes is demonstrated by this examination.), tiredness, cyst removal, menses irregular, condyloma, bowel dysfunction, uterine leiomyoma, nabothian cyst, skin inflammation, adenomyosis, perineal pain, lower abdominal pain, appendicitis, sexually transmitted disease nos and (B)(6) infection. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), enoxaparin, formaldehyde solution (formalin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ketorolac, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014 and vitamins nos (multivitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both side 3 trailing coils. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain , abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received- previously reported event ¿medical device complication¿ replaced with event ¿abnormal bleeding (vaginal),events- ¿abnormal bleeding (menorrhagia),apareunia (inability to have sexual intercourse), depression and mental anguish, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain¿, reporters information , medical history ,concomitant drugs, concomitant conditions, lot number and lab data were added. Updated outcome of events ¿pelvic pain and abdominal pain¿ from unknown to recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain on (B)(6) 2014, irritability on (B)(6) 2014, pituitary adenoma in 2010, post coital bleeding, multigravida ((four previous normal vaginal deliveries)), spontaneous abortion and hypertension. (B)(6) 2018) a single frontal radiograph of the abdomen and pelvis: demonstrates essure devices in the right and left mid pelvis. The uterus is of normal configuration and the endometrial cavity accounts mildly distended with the contrast solution. There is complete occlusion of the right and left fallopian tubes by the essure devices. Concurrent conditions included nausea, vomiting, incontinent of faeces, flatus, diarrhea, kidney stones, urinary straining, dialysis, neck stiffness, neck mass, visual disturbance, genital bleeding, pharyngeal disorder, multiparous, musculoskeletal disorder, neurological disorder nos, head injury, hysterosalpingography (successful complete occlusion of the right and left fallopian tubes is demonstrated by this examination.), tiredness, cyst removal, menses irregular, condyloma, bowel dysfunction, uterine leiomyoma, nabothian cyst, skin inflammation, adenomyosis, perineal pain, cramp in lower abdomen, appendicitis, sexually transmitted disease and human papilloma virus infection. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), enoxaparin, formaldehyde solution (formalin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ketorolac, medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dyspareunia and psychological trauma outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: both side 3 trailing coils. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain , abdominal pain, dyspareunia. Lot number: b82473 manufacture date: 2013-10 expiration date: 2016-10 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events per pfs: general abnormal. Bleeding and psych injury. Outcome for events pelvic pain, abdominal pain and general abnormal. Bleeding were resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. B82473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain on (B)(6) 2014, irritability on (B)(6) 2014, pituitary adenoma in 2010, post coital bleeding, multigravida ((four previous normal vaginal deliveries)), spontaneous abortion and hypertension. ((B)(6) 2018) a single frontal radiograph of the abdomen and pelvis: demonstrates essure devices in the right and left mid pelvis.the uterus is of normal configuration and the endometrial cavity accounts mildly distended with the contrast solution. There is complete occlusion of the right and left fallopian tubes by the essure devices. Concurrent conditions included nausea, vomiting, incontinent of faeces, flatus, diarrhea, kidney stones, urinary straining, dialysis, neck stiffness, neck mass, visual disturbance, genital bleeding, pharyngeal disorder, multiparous, musculoskeletal disorder, neurological disorder nos, head injury, hysterosalpingography (successful complete occlusion of the right and left fallopian tubes is demonstrated by this examination.), tiredness, cyst removal, menses irregular, condyloma, bowel dysfunction, uterine leiomyoma, nabothian cyst, skin inflammation, adenomyosis, perineal pain, cramp in lower abdomen, appendicitis, sexually transmitted disease and human papilloma virus infection. Concomitant products included calcium chloride;potassium chloride;sodium lactate (lactated ringers), enoxaparin, formaldehyde solution (formalin), hydrocodone;paracetamol (acetaminophen;hydrocodone), ketorolac, medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both side 3 trailing coils. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2018: negative. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, pelvic pain , abdominal pain, dyspareunia. Lot number: b82473 manufacture date: 2013-10 expiration date: 2016-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.